Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of an nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of with a nasal jejunal (nj) tube. On (B)(6) 2024, the patient accidentally removed the nasal jejunal tube and it was reinserted without complications. On (B)(6) 2024, the patient had a fever (38ºc), desaturation requiring continued oxygen therapy; tests performed revealed increased inflammatory parameters and inflammatory signs were observed in the scrotal pocket. In (B)(6) 2024, the patient experienced pneumonia when the nj tube was in place. The neurologist recommended maintaining an infusion of duodopa. On 20 oct 2024, the patient was diagnosed with sepsis with a starting point of testicular infection. The patient was treated with intravenous ceftriaxone. On unknown dates, he recovered from the fever and desaturation. On (B)(6) 2024, the neurologist decided to stop treatment with duodopa.